Event description:
It was reported a patient enrolled in a clinical study underwent a hip arthroplasty on (B)(6) 2012. During the procedure, the stem did not fit into the femur due to hard bone and the distal femoral cut did not allow a rectangular flexion gap for the stem. An external distal resection was performed to complete the procedure. This issue was due to a guide deficit.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)